Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with kefzol intraperitoneally for three days (dosage and frequency not reported) and mirocef 1.5 grams once daily intraperitoneally for three days for the peritonitis event. Four days after onset, the patient began treatment with vancomycin once in five days for fifteen days intraperitoneally (dosage not reported) for the peritonitis event. Antibiotic treatment with vancomycin was ongoing. It was not reported if dianeal therapy was ongoing. After four days of hospitalization, the patient was discharged. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.